Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope it is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found the following: switch 1 was recommended to be replaced, black substance was found in the advanced diagnostics borescope, the angulation was low, the control knob movement play, the objective lens glue was edged and chipped, the light guide lens, the bending section cover glue and the plastic distal end cover was cracked. The distal end plastic cover, insertion tube and the light guide tube had minor scratches and dents. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the foreign material was. The foreign material was a brownish black, greasy substance that came out while bushing the inner channel. There was no delay in the start of the pre-cleaning. The air/water channel was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during an unknown diagnostic procedure while using the colonovideoscope, the doctor experienced resistance when trying to pass biopsy forceps down the channels. There was a burning smell and black residue was found when cleaning the scope. The doctor removed the forceps and tried to pass a snare down and was unable to pass it down the channels. A second scope was used and the same issue occurred. There were no reports of patient harm. This medical device report is related to patient identifier (B)(6).